Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on patient, cs300 intra-aortic balloon pump (iabp) showed leak in iab circuit. There was no harm or injury reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 ( type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) checked and could not duplicate leak in iab error. Performed full function test with calibration check, cycled unit for 2 hours on catheter and simulator @ 130 bpm. Unit passes all functional checks and released for service.

Event description:
N/a.